Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and epidural fibrosis. It was reported that there was a recharging issue. The patient is charging too often (every 6 hours) since implant. Actions taken prior to the report were that the patient had a reprogramming session a few weeks ago. The programming session was done for optimization and to help with the recharging interval. There were no patient symptoms or complications reported. Additional information received from the manufacturing representative (rep) indicated that they met with the patient on 2018-03-05 and noted that the patient was charging from empty to full every 6 hours. The rep stated that an energy calculation was done, which showed that the patient was charging every .6 days. They confirmed that impedances were not out of range. The rep mentioned that they tried lowering the patient¿s rate to 500, but that didn't help the issue. They stated that the patient¿s problem of recharging too often has not been resolved. The rep mentioned that they put the patient on cycling 15 seconds on and 5 seconds off and told the patient to cut off at night. The reported information has been confirmed with the healthcare provider. The patient weight approximately (B)(6) pounds. No further complications were reported or anticipated.